Manufacturer narrative:
The device was returned and evaluated. Balloon did not inflate due to leakage from inflation lumen near distal end of thermal filament mid-form. A slit, about 0.05" long, was found at this location. The slit entered inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.

Event description:
It was reported that the balloon leaked before use. No patient complications were reported.